Event description:
It was reported that the pin is stuck .

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the returned device is fully functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on the investigation results, this case could be classified as a non issue. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated. If the pin is returned, this investigation report will be updated

Event description:
It was reported that the pin is stuck .